Event description:
It was reported the device was used during a diagnostic laparoscopy and right salpingo-oopherectomy. The pt preoperative diagnosis was right ectopic pregnancy. A request was received from an attorney representing a physician in a medical malpractice case. A portion of the medical records were provided and indicated that postoperatively, the pt developed a bowel obstruction and during reoperation, subsequent surgeon found two "interlocking staples" closing the mesentery on each side of the bowel over the bowel causing the obstruction. The attorney stated no abnormalities were noted with the device at the time of the original procedure and it functioned normally.